Event description:
The customer reported poor quality of the display for this defibrillator, stating that the display image fluctuated between dim and very bright. At times the customer was unable to see any image. There was no report of patient involvement.